Manufacturer narrative:
Zoll has not yet received the thermogard console for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
A patient was hospitalized and underwent treatment for therapeutic hypothermia. The console was set to a target temperature of 33 degree celsius. After 3-6 hours of treatment, thermogard console alarmed with "coolant empty" message error. The console was restarted and displayed tcmid: 09 (ce temp error) error message. Another console was used to complete the treatment. No patient harm or consequence was reported.